Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs ipg was explanted and replaced. Stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
The patient has a cervical scs system and a thoracic scs system. This issue is related to the cervical scs ipg. It was reported the patient's scs ipg is inoperable after not being charged for at least 10 months (date of event is unknown) which was confirmed by an sjm representative using multiple external devices (2501 comm error on programmer). As a result, surgical intervention will be taken at a later date to address the issue.